Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient's wife did not follow instructions for use (IFU) for cartridge preparation by pointing the syringe towards the sky instead of the floor when removing air, not removing air bubbles with the insulin-filled syringe from the cartridge per IFU, and using insulin at varying temperatures instead of room temperature per instructions for use guidelines, resulting in blood glucose levels of 315 mg/dl treated via manual injections.